Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: guide wires were missing the nail. A2fn was being inserted in recon mode. Guide wires were missing the nail through the aiming arm. They were eventually put through the aiming arm and into the nail however the lateral x-ray showed they were not in line with each other. This report is for an unknown guide wire. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.